Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However; an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and into the cycler. Nurse stated that upon opening the cassette door, the cassette as well as the pump module were all wet. Patient completed treatment and had no adverse effects. The sample was discarded.